Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that the device leaked at the side of the planecta during routine monitoring. The device was replaced. No injury to the patient was reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record and complaint database could not be performed since the lot number was not provided.